Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed. There was no patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. One white hub extension leg was returned for evaluation. An irregular, mostly circumferential crack was observed just distal to the luer hub. When the sample's patency was tested, leaking was observed at the crack site. Based on the findings, the investigation is confirmed for the reported catheter leak/crack. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. (B)(4).

Event description:
It was reported that the catheter allegedly had holes in the tubing, small splits in the tubing, and/or separation in the repair kit. It was further reported that the device was removed. There was no patient injury.